Manufacturer narrative:
H4 (device manufacture date) was updated. The reported complaint of "the lifeband did not retract to start compressions and the autopulse platform (sn: (B)(6) displayed fault code 16 (timeout moving to take-up position) error message upon powering up" was confirmed during functional testing and archive data review. The root cause for the reported complaint was due to the drivetrain motor brake gap was out of specification. The brake gap was adjusted to remedy the fault. During visual inspection, there was no physical damage observed on the returned autopulse platform. The archive data was recovered but was unable to be converted to an excel format. However, the recovered data revealed multiple fault code 16 (timeout moving to take-up position) error messages; thus, confirming the reported complaint. The autopulse platform failed the initial functional testing due to the fault code 16 error message when the platform was powered on; thus, confirming the reported complaint. During further device evaluation, unrelated to the reported complaint, it was noted that the load cell interface cable was pinched. It appeared that the insulation of the cable was breached, but the wires inside were intact. The damaged cable will be replaced to address the issue. Waiting customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, when the autopulse platform (sn: (B)(4)) was powered on, the lifeband (lot # unknown) did not retract to start compressions, and fault code 16 (timeout moving to take-up position) was displayed on the platform. The user re-adjusted the lifeband and pressed the restart button to clear the fault code; however, the issue was not resolved. No patient involvement. Please see the following related MFR report: MFR # 3010617000-2020-00257 for the lifeband (lot # unknown).